Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while closing the pocket at implant, oversensing and noise were see on the atrial channel and electrogram of the device, respectively. The grommet was massaged and medical adhesive applied. The device remains in use. No patient complications were reported as a result of this event.